Event description:
Info received indicates the reverse trendelenburg function will not work.

Manufacturer narrative:
The technician isolated the issue to a loose pin connector in the control panel. He reinserted the pin and connector to repair the bed.